Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported ER visit with dka. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother called in (through a spanish translator) to report that the customer has been having high blood glucose (bg) levels all day, and that when he returned from school he started vomiting. He was taken to the ER where he was treated with an IV and was diagnosed with diabetic ketoacidosis (dka). The customer also mentioned that there was blood in the cannula when the pod was removed. Time: 8:00 am. Blood glucose (mg/dl): 375. Time: 10:00 am. Blood glucose (mg/dl): high (greater than 500 mg/dl). Bolus (units): 8.10u. Time: 10:00 am. Bolus (units): 4.75u - extended bolus. Time: 12:45 pm. Blood glucose (mg/dl): 500.